Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported issue. The system's computers were checked, which were all powered on. Upon further inspection, the philips field service engineer (fse) identified that the system failed to boot up completely. To resolve the issue, the fse performed a full software re-installation, after which the system has been returned to use in good working order. A potential cause for the software problem could not be determined. To date, there has been no recurrence of this issue reported from the customer. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on investigation outcome.